Event description:
Reported false negative sars results (unspecified total quantity) for 1 symptomatic consumer. The consumer communicated the results were confirmed positive by molecular (pcr testing) and other brands of over-the-counter antigen testing. The consumer did not provide further details and clarification.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: online customer review.